Event description:
Same case as MFR. Report #: 2134265-2009-03752. It was reported that during a percutaneous coronary intervention, a guide wire detachment occurred. The 99% stenosed lesion was located in the severely calcified and moderately tortuous right coronary artery. The lesion length was 20 mm. The physician pre-dilated the lesion with another MFR's 1.25 mm balloon catheter. Next, the physician replaced another MFR's 0.014 guide wire with the floppy rtw guide wire. The physician advanced the spring tip of the floppy rtw guide wire 50 mm distal to the lesion. The physician successfully ablated the lesion with the 1.25 rotalink system using 180,000 rpm during the first ablation. The physician experienced resistance while removing the rotalink system in dynaglide mode outside of the pt. As the physician exchanged the floppy rtw guide wire with another MFR's guide wire, the physician noted that the distal tip containing the radiopaque marker of the floppy rtw guide wire had detached inside the pt. The physician did not make any attempts to retrieve the detached fragment and does not plan to remove the fragment at a future date. No further pt complications were noted and the pt's status was noted as "stable".

Manufacturer narrative:
Pt: 18 yrs or older. The returned device was received with the guide wire still attached. The device was visually examined and no cuts or kinks were noted on the air hose, infusion hose, or fiber optic cables of the advancer unit. A tug test and a connect/disconnect test were conducted. No issues were noted with the unit handshake connections. The rotablator unit was examined using a test guide wire and no issues were found. The rotablator plus unit was wet tested and the handshake of the advancer seized and would not rotate. The advancer unit was examined and a melted ultem and a corroded turbine was revealed. The burr was microscopically examined and no issues were revealed. The mfg records were reviewed and no issues or discrepancies were found. The device met all specs. The most probable root cause is operational context as the device performance was limited due to anatomical and/or procedural factors. (B) (4).